Manufacturer narrative:
The monitor and electrode belt were returned to the distributor and found to be fully functional. There is no indication of a device malfunction.

Event description:
The patient was appropriately treated 2 times by the lifevest. The first appropriate shock durign vt induced vf. The second appropriate shock converted vf to a life-sustaining rhythm. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons functioned appropriately. No injuries were reported as a result of the event. The patient was in the hospital and continued to use the lifevest. No deficiencies were alleged against the device.